Event description:
The following was reported to hamilton medical ag: the ventilator is "not recognizing ac power". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'loss of external power'. The reported issue can be evidenced from attached device logs. Device logs show that the device remained on battery power since (B)(6) 2024. The device rsoc (relative state of charge) continuously declined from 98% to 14% until (B)(6) 2025. The hamilton-c1 is subject to a mandatory preoperational check before clinical use. This routine procedure includes verification of external power functionality, battery status, and alarm operation. As such, any battery-related issue would typically be detected and resolved prior to patient connection, thereby preventing the risk of unnoticed malfunction during therapy. The ventilator¿s built-in safety mechanisms are designed to generate multiple visual and audible alarms as battery levels decline. These alerts escalate well in advance of critical battery depletion, giving operators sufficient time to take corrective measures, such as connecting to external power or replacing the device, before any loss of function occurs. The issue was identified in a non-clinical setting, and the device remained under continuous supervision by the user. The user interface and alarm system clearly indicate declining battery power, ensuring that a situation involving an undetected failure during patient ventilation is highly unlikely. The power supply was found to be the cause. It was exchanged and the device is back in use. This case is considered as closed.